Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted during testing. Motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that they received motor error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.